Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), fallopian tube perforation ('perforation : fallopian tubes.') And pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)."), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), rash ("rash/skin condition"), skin disorder ("rash/skin condition."), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems,") and migraine ("migraine"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, pregnancy with contraceptive device, menorrhagia, rash, skin disorder, fatigue, alopecia, tooth disorder, migraine, weight increased and weight decreased outcome was unknown and the pelvic pain, abdominal pain and dyspareunia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, device dislocation, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, tooth disorder, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for pain-pelvic/abdominal, dyspareunia (painful sexual intercourse), received treatment for bleeding, allergy, migration, perforation. Received treatment for other injuries/symptoms fatigue, hair loss, dental problems, migraine, weight gain, weight loss this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and fallopian tube perforation ('perforation: fallopian tubes.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy: terminated" (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)."), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), rash ("rash/skin condition"), skin disorder ("rash/skin condition."), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems,") and migraine ("migraine") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, rash, skin disorder, fatigue, alopecia, tooth disorder, migraine, weight increased and weight decreased outcome was unknown and the pelvic pain, abdominal pain and dyspareunia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, device dislocation, dyspareunia, fallopian tube perforation, fatigue, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case became incident. Injury nos was replaced with new events pelvic pain, abdominal pain, dyspareunia, menorrhagia, rash/skin condition, pregnancy: terminated, migration, perforation : fallopian tubes, fatigue, hair loss, dental problems, migraine, weight gain, weight loss. Updated outcome of events pelvic pain, abdominal pain, dyspareunia to recovered/resolved. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes/migration of essure device: out of fallopian tube') and pregnancy with contraceptive device ('pregnancy') in a 33-year-old female patient who had essure (batch no. C35240) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2018 and device monitoring procedure not performed "plaintiff did not underwent an essure conformation test". The patient's medical history included pityriasis rosea, parity 2 and pregnancy ((B)(6)2003, (B)(6) 2006). Concurrent conditions included anxiety and paratubal cyst. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) and levonorgestrel (mirena) from 2007 to 2014 for birth control as well as clindamycin, doxycycline hyclate and metronidazole. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced acne cystic ("rash/skin condition:cystic acne with scarring"), scar ("rash/skin condition:cystic acne with scarring"), alopecia ("hair loss"), gingival pain ("dental problems/pending two crowns and dental implant gumline pain"), weight fluctuation ("weight gain/weight gain 10 pounds post implantation removal/weight loss"), rash ("rash/skin condition:skin rash") and pruritus ("itching"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)."). On (B)(6) 2016, the patient experienced migraine ("migraine/still have migraines at least twice a week") and headache ("headaches/still have migraines at least twice a week"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), arthralgia ("hip pain") and uterine pain ("uterine pain"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavier bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with antibiotics, ibuprofen, imipramine hydrochloride (imidol), dental implant and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, acne cystic, scar, fatigue, alopecia, gingival pain, migraine, weight fluctuation, arthralgia, rash and pruritus outcome was unknown, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved, the dyspareunia and headache was resolving and the uterine pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, acne cystic, alopecia, arthralgia, dyspareunia, fallopian tube perforation, fatigue, gingival pain, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, pruritus, rash, scar, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient received treatment for pain-pelvic/abdominal ,dyspareunia (painful sexual intercourse), bleeding, allergy, migration, perforation, fatigue, hair loss, dental problems, migraine, weight gain and weight loss. Insertion details: right- 3 coils, left-11 coils. On (B)(6) 2018, the essure spiral coil was embedded in the mesothelial tissue alongside the right fallopian tube. The plaintiff experienced one other pregnancy episode in (B)(6) 2017 which is captured under case number (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes/migration of essure device: out of fallopian tube') and pregnancy with contraceptive device ('pregnancy') in a 33-year-old female patient who had essure (batch no. C35240) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2018 and device monitoring procedure not performed "plaintiff did not underwent an essure conformation test". The patient's medical history included pityriasis rosea, parity 2 and pregnancy (B)(6) 2003, (B)(6) 2006). Concurrent conditions included anxiety and paratubal cyst. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) and levonorgestrel (mirena) from 2007 to 2014 for birth control as well as clindamycin, doxycycline hyclate and metronidazole. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced acne cystic ("rash/skin condition:cystic acne with scarring"), scar ("rash/skin condition:cystic acne with scarring"), alopecia ("hair loss"), gingival pain ("dental problems/pending two crowns and dental implant gumline pain"), weight fluctuation ("weight gain/weight gain10pounds post implantation removal/weight loss"), rash ("rash/skin condition:skin rash") and pruritus ("itching"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)."). On (B)(6) 2016, the patient experienced migraine ("migraine/still have migraines at least twice a week") and headache ("headaches/still have migraines at least twice a week"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), arthralgia ("hip pain") and uterine pain ("uterine pain"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavier bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with antibiotics, ibuprofen, imipramine hydrochloride (imidol), dental implant and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, acne cystic, scar, fatigue, alopecia, gingival pain, migraine, weight fluctuation, arthralgia, rash and pruritus outcome was unknown, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved, the dyspareunia and headache was resolving and the uterine pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, acne cystic, alopecia, arthralgia, dyspareunia, fallopian tube perforation, fatigue, gingival pain, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, pruritus, rash, scar, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient received treatment for pain-pelvic/abdominal ,dyspareunia (painful sexual intercourse), bleeding, allergy, migration, perforation, fatigue, hair loss, dental problems, migraine, weight gain and weight loss. Insertion details: right- 3coils, left-11coils. On (B)(6) 2018, the essure spiral coil was embedded in the mesothelial tissue alongside the right fallopian tube. The plaintiff experienced one other pregnancy episode in (B)(6) 2017 which is captured under case number (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- device emebedded most recent follow-up information incorporated above includes: on 26-sep-2019: pfs received. New events added- abnormal bleeding (vaginal), headaches, hip pain, uterine pain, scarring, itching and plaintiff did not underwent an essure confirmation test were added. Event migration deleted and clubbed with fallopian tube perforation. Event verbatim was updated as dental problems/pending two crowns and dental implant gumline pain and pt updated to gingival pain. Concomitant drugs, concomitant conditions, treatment drugs and patient¿s demographic details were added. On 27-sep-2019: fu 4 and fu 5 proceed together: lot number added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.